Event description:
Complaint rec'd as follows: report of rectum ulcer and bleeding occurred to pt. Pt used the fms for over the recommended 29 days. The initial one was removed after 29 days and another one was inserted. The pt was not on any anti-coagulants or ionotropic drugs. The device was not re-inserted after the incidence of bleeding was discovered. Bleeding was not measured but was said to have been 'copious'. Pt did not have any diagnostic procedures done to identify the source of the bleeding and did not require any intervention other than the transfusion of two units of blood. The adverse did not prolong hospitalization and the current status is: recovered.

Manufacturer narrative:
(B)(4).